Event description:
On 07/30/2009, the pt reported experiencing elevated blood glucose requiring hospitalization for 2 days in 2009. Upon f/u with the pt, he stated that his wife drove him to the hospital after receiving a blood glucose reading of "hi" on his blood glucose monitor. The physician determined the pt had a virus and "nothing to do with the pump". The pt's normal blood glucose range is 90-125 mg/dl. The pt was admitted to the ICU and treated with an insulin IV. He stated that his blood glucose returned to normal very quickly. He was released after 4.5 days. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.